Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the intraocular lens (iol) were stuck to each other when placed within the patient's operative eye. Account indicated that the haptics were kissing tight. It took several minutes to make the iol open-up. Through follow up we learned that additional maneuvers were needed to release the haptics. The tool olive buratto was used. No additional information was received.